Manufacturer narrative:
(B)(4). Remaining fragments from the involved device were sent to an outside laboratory for macroscopic and scanning electron microscopy analysis. (B)(4) a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. (B)(4) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. (11) the investigation is still on going. A follow-up report will be submitted upon complication of the investigation.

Event description:
It was reported that on (B)(6) 2014, the involved graft was used for abdominal aneurysm surgery. During the procedure, blood oozing was noticed from the surface of both distal sections of the y-branch. Bleeding was stopped after about 5 minutes by astriction with gauze, blood-clotting agent, glue and hemostatic powder. The amount of blood leak was about 200ml. The surgery was completed without any additional event. No patient injury was reported.